Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set disconnected at the second y-injection site. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received without tubing and the male luer. A visual inspection was performed, and it was noted that the tubing was separated from the y-site clearlink. During visual inspection it was also observed that there was a lack of solvent on the tubing joint of the tubing and y-site clearlink. Dimensional testing was also performed and the y-site clearlink was according to specification. The reported problem was verified. The cause of the condition was due to lack of solvent application during manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.